Manufacturer narrative:
Per the clinic, the device has been explanted on (B)(6) 2025 (specific date not reported) due to previous reported issue.

Event description:
Per the clinic, the patient experienced a repetitive infection at implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) also topical steroid (specific date and duration not reported), however, the issue did not resolve. It was reported that the patient was reimplant with a transcutaneous osia implant system on (B)(6) 2025 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.